Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated that numbers were not ramping or is the scroll bar moving up or down with no input from the user as up or down button may be stuck. The customer stated button presses may be delayed or fail to respond if pressing too rapidly on buttons. The customer stated that check status screen, main menu, up or down arrows buttons are not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with missing display window cover, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, minor scratches on case, cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.